Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the buttons were unresponsive. Troubleshooting was performed. The customer stated that the buttons did not ramp up on their own, but the time on the insulin pump was not advancing. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.